Event description:
We received a report that a tecnis zlb00u0200 was explanted after the patient experienced an unexpected post-operative surprise. The report indicated the poor refractive outcome was due to a calculation error by the surgeon.

Manufacturer narrative:
Pt age and gender: unknown. Event date: unknown. Implant and explant dates: unknown. (B)(4). The intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the return sample is cut in pieces, most probably to make explant possible. The lens optic is severely damaged and one of the haptics and piece of the optic are missing. Considering the condition of the lens additional analysis is not possible. All pertinent information available to the manufacturer has been submitted. Placeholder.